Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that surgery had not been scheduled at the time of the report. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s ins was overdischarged for a third time and they had an increase in pain. It was reported that it was difficult for the patient to charge because the ins was placed approximately under the midline of the upper thoracic spine. Physician mode reset attempts were unsuccessful and the patient¿s doctor discussed that the patient would probably need an ins replacement. No further complications are anticipated.